Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and the customer went to the emergency room (ER) to be treated. Lantus and humalog were administered to address bg. The customer was not sure what caused the event; however, suspected the infusion set, but could not provide specific as the event occurred in the past. After 4 hours, the customer left the ER feeling tired with a bg of 220 mg/dl.